Manufacturer narrative:
The device was returned for analysis. The reported activation failure and the reported difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. The reported break was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that interaction with the 90% stenosed, mildly tortuous, and mildly calcified anatomy and/or the noted bent jacket distal to the strain relief tubing resulted in causing restriction to the distal shaft lumens preventing movement of the shaft lumens thus resulting in the reported activation/deployment failure; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported activation/deployment failure. The reported difficult to remove and the treatment appears to be related to the operational context of the procedure as during removal interaction/resistance with the guide catheter was felt and force was required. The reported break was unable to be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, and mildly calcified lesion in the internal carotid artery. It was reported that the 8.0x60mm absolute pro self-expanding stent system (sess) was being deployed; however, it only deployed halfway. The handle was purposely broken and an attempt to manually deploy the stent was made but failed because the middle layer of the sheath broke. The stent was still on the sess when removed; however, resistance with the guide catheter was felt and force was required. There was no clinically significant delay in the procedure. No additional information was provided.